Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to implant an implantable cardiac resynchronization therapy defibrillator (crt-d). Resistance was met with the anatomy while advancing the whisper ms guide wire using a non-abbott lead. The lead was replaced with a 5f non-abbott guiding catheter and the two devices were positioned down a tortuous branch of the coronary sinus then the guide wire separated. The distal portion was retrieved using a snare device and the case was completed without further incident. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to advance was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.